Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be fully functional. The returned device data have been analyzed. The ram dump shows no abnormalities. The available data does not provide specific evidence of the reported observation and there was no ECG or iegm related to the reported loss of capture. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Based on the available data the root cause of the reported loss of capture could not be determined. However, the integrity of the lead cannot be assured. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Episodes of loss of capture in the right ventricle were noted despite good electrical lead parameters. Further steps under evaluation by the hospital. Should additional information be received, this file will be updated.

Event description:
Episodes of loss of capture in the right ventricle were noted despite good electrical lead parameters. Further steps under evaluation by the hospital. Should additional information be received, this file will be updated.